Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported extrusion is a known risk associated with penile prosthesis procedures and is noted as such in the tactra instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tactra instructions for use (IFU) was reviewed. The observation of extrusion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to post-operative extrusion of the left cylinder. A patient outcome was not provided. Additional information was received that the physician did not suspect the device contributed to the extrusion of the device, but rather a patient factor/anatomy. No further intervention has been performed to date; the physician plans to perform a future revision.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis due to post-operative extrusion of the left cylinder. No further information was provided.